Event description:
The implant that was scheduled for use had not been arranged. The patient waited for it to arrive under anaesthesia for three hours. Then, the procedure was completed with any issues.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.